Event description:
It was reported that the user experienced postprandial hyperglycemia attributed to perceived low meal boluses and had been announcing meals as ¿more than,¿ including announcing meals while glucose was already elevated, which can affect the algorithm¿s learning and dosing behavior. Symptoms included elevated blood glucose after meals. Outcomes included no reported alerts, alarms, or medical interventions. Investigation included troubleshooting and education on correct meal announcement, with guidance to announce ¿usual¿ to enable proper algorithm adaptation and to avoid using meal announcements for correction. Investigation of this case revealed that device performance was consistent with algorithm design, with user-driven inputs (meal categorization and use of meal entries as correction) influencing insulin delivery and delaying meal bolus adaptation. It was concluded, based on previously established findings for similar reports, that the cause was user training and use error related to meal announcement practices and algorithm expectations.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.